Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter-in-law reported that the patient was told their implantable neurostimulator (ins) "should last 5 to 8 years" and that as of two and a half years after implant there "seemed to be some indication that the battery was running low." It was further reported the patient was "concerned the battery would go dead." The patient's ins was replaced as a result of the event.